Event description:
It was reported that the patient underwent a spinal surgical procedure. During the procedure, the tip of the pituitary broke. Reportedly, the tip was retrieved and disposed of. There were no additional patient complications noted.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible at this time without additional device information.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. The inferior shaft is broken at the lower portion of the pivot pin hole. The broken off portion of the jaw is missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records for this lot were reviewed. No documentation was found that would indicate a nonconformance to specification.